Manufacturer narrative:
Per the clinical review on (B)(6) 2015: the ccp experienced a couple of "belt slip" error messages during the use of a roller pump during cpb on (B)(6) 2015. This roller pump was in the sucker position. The ccp noticed quickly and adjusted the occlusion by loosening by about three clicks, which resolved the issue. There was no delay or harm to the pt. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) observed a belt slip error message on the roller pump. This occurred a couple of times during the case. The device was not changed out, as the ccp loosened the occlusion on the pump about three clicks and resolved the issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.